Manufacturer narrative:
Title: the fate of hancock ii porcine valve recipients 25 years after implant citation: european journal cardio-thoracic surgery 2010 38(2):141-6 10.1016/j.ejcts.2010.01.046 authors: carlo valfre`, paolo ius, giuseppe minniti, loris salvador, tomaso bottio, francesco cesari, giulio rizzoli, gino gerosa date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported.

Event description:
Medtronic received information via literature to evaluate long-term outcomes for the hancock ii (hii) valve (25-year follow-up). All data were collected from multiple centers between may 1983 and november 1993. The study population included 517 patients, predominantly male; mean age 64 years, all of which were implanted with medtronic hancock ii (hii) valve in either the mitral or aortic position (serial numbers not provided). Among all patients 373 long-term deaths occurred (208 avr and in 165 mvr patients). Causes of death over the 25 year period were not listed and no specific allegations were made against the valve in relationship to the deaths. Among all patients adverse events included: reoperation due to structural valve deterioration (svd). No specifics were listed defining svd. The results demonstrated good late survival and excellent freedom from re-operation when compared to late experience with other bioprosthetic valves. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.